Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: d10, h3. A getinge service representative reported that after multiple attempts to follow up with the customer regarding the status of the iabp he was able to meet them. The customer stated that they took the iabp to the biomed, which they plugged the iabp in and the iabp performed properly. The customer said that the iabp was just in a state of no charge. The customer has also placed labels on all of their iabps regarding the need to keep them charged. No further investigation is required. H3 other text : not returned to manufacturer.

Event description:
It was reported that while a getinge service territory manager (stm) was performing in-service of the cardiosave intra-aortic balloon pump (iabp); the unit was plugged in and properly seated on the cart, however the batteries were not charged. The iabp would not start up even while plugged in, the stm indicated that the wall plug was funcioning properly. The iabp was reseated without improvement. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that while a getinge service territory manager (stm) was performing in-service of the cardiosave intra-aortic balloon pump (iabp); the unit was plugged in and properly seated on the cart, however the batteries were not charged. The iabp would not start up even while plugged in, the stm indicated that the wall plug was funcioning properly. The iabp was reseated without improvement. There was no patient involvement, thus no adverse event was reported.